Event description:
It was reported that the solar 8000m monitor allegedly did not alarm for an asystole event. The hospital stated that the patient had a cardiac arrest but was resuscitated. Log files and ECG strips were not available for investigation. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Manufacturer narrative:
Under (B)(4) law, patient information is considered confidential and will not be released by the hospital. (B)(6).